Event description:
It was reported that during a lar procedure, the device would not fire. Another device was used to complete the case with no patient consequence. One device to be returned.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.